Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-jun-2006, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (800 mcg/ml at 346.61 mcg) and morphine (15 mg/ml at 6.5 mg) via an implantable infusion pump. It was reported that upon opening the pump pocket a thick white fluid was found to be covering the pump and catheter. The hcp traced it down to a catheter leak. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The pump and catheter segment with the leak were replaced. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.